Event description:
It was reported that the user attempted to prime the ilet infusion set and observed no drops after multiple priming attempts, then noted insulin leaking from the pump after removing the cartridge; the user disclosed that the cartridge connector had not been attached prior to inserting the cartridge with a reported blood glucose of 401 mg/dl, and a new cartridge was then filled and setup education was completed. Customer care provided support that included technical support review and user retraining. Investigation of this case revealed an assembly and use error leading to leakage at the cartridge interface, consistent with a connection issue at the cartridge and subsequent failure to establish fluid flow. Clinical symptoms included dry mouth associated with hyperglycemia reported. Outcomes included the need for troubleshooting and user education without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device setup and handling.